Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call he experienced high blood glucose of 420 mg/dl. The customer stated that the infusion sets do not sit correctly in the serter, the tape sticks to the side of the serter and also the serter won't go all the way down. The serter would be replaced.